Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-jan-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station displayed a fatal error related to the underlying data source. A technical support specialist (tss) connected to station and found that the data sync service, maintenance service, and structured query language (sql) services were disabled and not running. After starting the services, the data synchronization completed successfully. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es user encountered an error during the upgrade to version 1.11, stopped the process and stated fatal error had occurred on underlying data source. The station was not allowing access to ssms. However, there were no delays or adverse events or injuries reported based on this event.